Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("I was diagnosed with adenomyosis"), headache ("headaches all the time"), paraesthesia ("tingling in my toes and hands"), musculoskeletal pain ("pain in my shoulder"), pain in extremity ("hand pain"), arthralgia ("knee, hip pain"), myalgia ("muscle pain in my calfs"), anxiety ("anxiety"), stress ("stressed") and mood swings ("mood swings"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy leaving both ovaries in february). Essure was removed. At the time of the report, the medical device removal, adenomyosis, headache, paraesthesia, musculoskeletal pain, pain in extremity and myalgia outcome was unknown and the arthralgia, anxiety, stress and mood swings was resolving. The reporter considered adenomyosis, anxiety, arthralgia, headache, medical device removal, mood swings, musculoskeletal pain, myalgia, pain in extremity, paraesthesia and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events anxiety, mood swings and stressed were added. Cymbalta was added as treatment drug for joint pain. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("I was diagnosed with adenomyosis"), headache ("headaches all the time"), paraesthesia ("tingling in my toes and hands"), musculoskeletal pain ("pain in my shoulder"), pain in extremity ("hand pain"), arthralgia ("knee, hip pain") and myalgia ("muscle pain in my calfs"). The patient was treated with surgery (hysterectomy leaving both ovaries in february). Essure was removed. At the time of the report, the medical device removal, adenomyosis, headache, paraesthesia, musculoskeletal pain, pain in extremity, arthralgia and myalgia outcome was unknown. The reporter considered adenomyosis, arthralgia, headache, medical device removal, musculoskeletal pain, myalgia, pain in extremity and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media: new events: adenomyosis, headache, paraesthesia, musculoskeletal pain, pain in extremity, arthralgia, myalgia, were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.